Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas pro c 502 analytical unit. The sample initially resulted in a creatinine value of 124 umol/l and this value was reported outside of the laboratory. The physician questioned the result since a previous sample from the patient resulted in a creatinine value of 60 umol/l, so a repeat was requested. The sample was repeated on a second analyzer on (B)(6) 2022, resulting in a value of 60.8 umol/l. The sample was also repeated on the complained analyzer on (B)(6) 2022, resulting in a value of 61.6 umol/l. The creatinine reagent lot number was 618951, with an expiration date of 30-nov-2022.

Manufacturer narrative:
A check of the instrument showed nothing. Upon review of calibration data, the last calibration was ok. Quality controls were within range on the day of the event. A general reagent issue could be ruled out because calibration and controls are acceptable. Upon review of the alarm trace from the day of the event, multiple abnormal sample aspiration, abnormal aspiration, and foam detected alarms occurred.

Manufacturer narrative:
The investigation determined the issue is consistent with a pipetting error based on the frequent occurrence of aspiration errors. A pipetting error is consistent with incorrect pre-analytic sample handling. The investigation could not identify a product problem. The cause of the event could not be determined.